Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that around (B)(6) 2009 the patient contracted a staph infection. It ¿ate my spine in 27 days¿. The entire drug infusion system was removed. The patient had a wound vac for approximately 2-4 weeks. The area was cleaned out and he had to wait until it was totally healed to re-implant the drug infusion system. Per the reporter, the infection went into the blood stream. The patient is unable to shave or he could get a bit 'lump' of infection, the patient needs to be very sterile because a cut could affect any area. The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.